Event description:
It was reported via service that the scale was inaccurate due to the bed not being zeroed properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.